Manufacturer narrative:
Per tandem¿s t:slim g4 user guide states: ¿do not use any other insulin with your system other than u-100 humalog or novolog. Only humalog and novolog have been tested and found to be compatible for use in the system. Use of insulin with lesser or greater concentration can result in under delivery or over delivery of insulin. This can cause very high or a very low blood glucose.¿ no product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the luer lock leaked on multiple occasions. Reportedly, the luer lock connection was not loose and was securely tightened for both events. The customer's blood glucose (bg) level was in the 500's (mg/dl). The bg level was addressed by inserting a new infusion site and a manual injection. At the time of report, the customer's bg level was 109 mg/dl.